Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported on (B)(6) 2022, the mx40 device did not alarm for ventricular fibrillation (vf). Patient went into asystole and code blue was performed. Resuscitation efforts were given and the patient was transferred to the intensive care unit (ICU).

Manufacturer narrative:
A philips field service engineer (fse) remotely connected into the customer¿s equipment and pulled the clinical audit trail logs. Upon further investigation, the fse found that on april 13, 2022, the mx40 device alarmed asystole and the asystole alarm was acknowledged on the mgtelesurv3. On april 21, 2022, the fse visited the site. During the visit, the fse tested the mx40 by placing the device into a sector and connecting it to a simulator to create an asystole event alarm. The asystole event was created and the mx40 successfully alarmed as intended. Based on the foregoing investigation, philips healthcare has determined that the issue reported to us is not consistent with a product malfunction.

Event description:
The customer reported that on (B)(6) 2022, the mx40 device did not alarm for ventricular fibrillation (vf). The patient went into asystole and code blue was performed. Resuscitation efforts were given and the customer was transferred to the intensive care unit (ICU).

Manufacturer narrative:
B3: event date was updated. H6: device problem code was updated. A philips field service engineer (fse) remotely connected into the customer¿s equipment and pulled the clinical audit trail logs. Upon further investigation, the fse found that on (B)(6) 2022, the mx40 device alarmed asystole and the asystole alarm was acknowledged on the mgtelesurv3. On (B)(6) 2022, the fse visited the site. During the visit, the fse tested the mx40 by placing the device into a sector and connecting it to a simulator to create an asystole event alarm. The asystole event was created and the mx40 successfully alarmed as intended. Based on the foregoing investigation, philips healthcare has determined that the issue reported to us is not consistent with a product malfunction.